Event description:
The customer reported to baxter corporate product surveillance(cps) a duo-vent clearlink continu-flo solution set in which a no flow was observed. It was reported that the nurse was attempting to connect a clearlink secondary medication set of an unknown antibiotic to the primary set and no flow could be established. The reporter stated that the height of the bags was correct; no flow was still observed after the primary bag was lowered even further than required to see if any flow could be established. The alleged malfunction was observed before use; therefore, there was no patient involved with this report. No patient injury or adverse events have been reported associated to this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample and the associated secondary set were returned to the plant for evaluation. Visual and functional tests were performed. The reported condition was not confirmed. Therefore, an assignable root cause could not be identified. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.